Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported by (B)(6) hospital that a peel-away sheath in an entuit start initial placement gastrostomy set (rpn and lot # unknown) did not facility placement of a gastrostomy tube. The device was required by a ¿very sick¿ male patient with widely metastatic esophageal cancer for a gastrostomy tube (g-tube) placement procedure. Per procedural notes provided by the physician, a paracentesis was performed to remove about 4400 ml of straw-colored ascites prior to the g-tube procedure. During the g-tube placement, ultrasound was utilized to identify the access site. The patient was then prepped for the procedure and the stomach was inflated via a previously placed nasogastric tube. Fluoroscopic imaging was used to confirm no bowel was present, then the stomach was accessed with three suture stay needles. Further imaging confirmed the correct position. After securing the stomach to the anterior abdominal wall with the sutures, a skin incision was made. Seldinger technique was then employed to gain access and serial dilation of the stoma was performed. Then, a 20 french gastrostomy tube was attempted to be placed through the 22 french peel-way sheath, but the g-tube would not advance. The 26 french peel-away was then utilized to successfully place the g-tube over the wire and into the stomach. Device position was confirmed with the injection of contrast, and the g-tube balloon was inflated with 10 ml of sterile water. The patient tolerated the procedure well, without complication. After the procedure, the patient exhibited subcutaneous air from the neck to testicles. The surgeons believe that the intraperitoneal and subcutaneous air was due to recent g-tube placement and the mismatch between the peel-away and the g-tube. However, an upper gi series was performed and did not show any leak. The physician does not think this incident caused peritonitis. Later, it was reported that patient death occurred; however, the physician stated that the cause of death was due to multi-organ failure related to the patient¿s cancer diagnosis. As reported, the patient did not experience any adverse effects that required medical or surgical intervention due to the occurrence with the entuit start initial placement gastrostomy set and the g-tube. It was noted that the patient sustained subcutaneous air from his neck to his testicles; however, no intervention was performed to treat this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned so a physical examination could not be performed and relevant dimensions could not be measured against specification. However, a document-based investigation evaluation was performed. In response to this event, cook completed a review of the product dmr. Although, no device rpn was provided, based on the information reported and sales history to the customer, the device is presumed to be an ipsg-l. Cook concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide a lot number of the complaint device. A sales search for entuit start initial placement gastrostomy sets (ipsg%) found (B)(4) lots of ipsg-l devices. The DHR of these lots showed no related nonconformances. A review of the relevant 22 fr peel-away sheath introducer subassembly lots found no related nonconformances. A review of complaint history did not find any complaints on the 18 possible lot numbers. Additionally, a search for similar complaints from 01jan2019 to 08feb2023 on all ipsg% lots and all relevantly sized peel-away sheaths was conducted. No complaints were identified. There is no evidence the device was manufactured out of specification or that there is nonconforming product in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document ¿entuit start initial placement gastrostomy set¿ [t_ipsg_rev2] is packaged with the assumed device ipsg-l. The product IFU states the following in consideration of the reported failure mode: contraindications contraindications include, but are not limited to: ¿ ascites precautions ¿ prior to use, ensure that the gastrostomy device to be inserted will fit through the lumen of the peel-away sheath in the set. Product recommendations ipsg size peel-away introducer recommended gastrostomy tube l plvw-22.0-38 20 fr l plvw-26.0-38 22 fr, 24 fr instructions for use 8. Once the final dilator is removed, insert the appropriately sized peel-away introducer over the wire guide, while maintaining wire guide position. Note: see product recommendations section for recommended gastrostomy tube to be used. 9. Confirm endoscopically or fluoroscopically that the distal end of the peel-away sheath is through the percutaneous tract and positioned within the stomach. 10. While maintaining position of the peel-away sheath, remove the dilator and wire guide. 11. Place the gastrostomy device through the peel-away sheath and position the device within the stomach how supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned device, and the results of the investigation, a definitive root cause could not be determined. The placement technique and initial choice of the 22 fr peel-away sheath is consistent with IFU recommendations. It is unlikely there was an issue with the inner lumen of the sheath due to the presence of the dilator on initial insertion. There is no evidence of manufacturing root causes. Possible causes of the difficult advancement include kinking to the peel-away sheath due to difficult anatomy or insufficient dilation as well as issues with the gastrostomy tube. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
In additional information, it was reported that a paracentesis was performed to remove about 4400 ml of straw-colored ascites prior to the gastrostomy tube (g-tube) procedure. During the g-tube placement, ultrasound was utilized to identify the access site. The patient was then prepped for the procedure and the stomach was inflated via a previously placed nasogastric tube. Fluoroscopic imaging was used to confirm no bowel was present, then the stomach was accessed with three suture stay needles. Further imaging confirmed the correct position. After securing the stomach to the anterior abdominal wall with the sutures, a skin incision was made. Seldinger technique was then employed to gain access and serial dilation of the stoma was performed. Then, a 20 french g-tube was attempted to be placed through the 22 french peel-way sheath from an entuit start initial placement gastrostomy set, but the g-tube would not advance. The 26 french peel-away was then utilized to successfully place the g-tube over the wire and into the stomach. Device position was confirmed with the injection of contrast, and the g-tube balloon was inflated with 10 ml of sterile water. The patient tolerated the procedure well, without complication. After the procedure, the patient exhibited subcutaneous air from the neck to testicles. The surgeons believe that the intraperitoneal and subcutaneous air was due to recent g-tube placement and the mismatch between the peel-away and the g-tube. However, an upper gi series was performed and did not show any leak. The physician does not think this incident caused peritonitis. Later, it was reported that patient death occurred; however, the physician stated that the cause of death was due to multi-organ failure related to the patient¿s cancer diagnosis. As reported, the patient did not experience any adverse effects that required medical or surgical intervention to prevent permanent impairment or death due to the occurrence with the entuit start initial placement gastrostomy set and the g-tube.

Manufacturer narrative:
Note: code "e2402 - appropriate term / code not available" was selected to capture the subcutaneous air. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 06jan2023 indicating that the gastrostomy tube used in the procedure would not be returned. The patient was reported to have "expired" and the cause/date is unknown.

Event description:
It was reported to cook that a gastrostomy tube would not fit into a peel-away sheath, as intended. As a result, the patient experienced subcutaneous air from their neck to testicles. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Device suspected to be a cook entuit start initial placement gastrostomy set, product code: kgc. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.